Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion (tlif) at l5/s1 and iliac screw insertion at l2/iliac for adjacent segment disease at l5/s1 after l2/5 fixation. It was reported that the set screw spun freely during temporary tightening. Even when tested with the new set screw, it also spun freely. Therefore, the screws were replaced. The set screw was discarded by the hospital. There was no patient symptom reported. There were no further complications reported regarding the event. The unknown voyager implant product was added for the adjacent segment disease following the previous surgery (date unknown). There was no malfunction information and the device is still in use, so no return.